Event description:
It was reported that the 9800 system had low ma/kv error message during a lithotriptor case. The 9800 system had to be removed and the procedure was completed with another system. Also, the workstation appears to have fallen on it's side, the monitor and keyboard mounts are bent or broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor and keyboard mounts were replaced or repaired. The high voltage cable was cleaned and compounded. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.